Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1616 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6)2022, the patient was implanted with a solo single-lumen hyperbaric central venous catheter with a length of 42 cm, an exposed length of 2 cm, and a catheter for 4 months. During the period, he was discharged from the hospital with a tube and maintained outside the hospital. This time, he was admitted to the hospital on (B)(6) 2022. High-dose cytarabine therapy was started on september 30. October 5 was the first day of stopping chemotherapy. After sealing the tube after the joint, it was found that the sealing liquid was flowing out from the needle eye, so the head nurse was notified and the patient was given a review of the chest anteroposterior radiograph, and it was found that the catheter was in a good position. The decision was made to withdraw the catheter, and the catheter was pulled out after the patient signed the informed consent, and the catheter was intact. Afterwards, the condition of the catheter was checked using the sealing liquid, and it was found that a transverse crack appeared at 26 cm of the catheter, the liquid was ejected.